Manufacturer narrative:
The reported events of "shallow anterior chamber, choroidal hemorrhage, and hypotony maculopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a clinical patient experienced "anterior chamber shallow without iridocorneal touch" in the unknown eye against the xen®45 gts. Treatment provided as cyclopentolate. Events resolved without sequelae. Later reported, "clinical hypotony (iop <6 mm hg , with visual acuityion reduction (2 lines or more) related to macular changes consistent with hypotony maculopathy (macular folds), optic disc edema, and/or serious choroidal detachments because of low iop)", "anterior chamber shallow with iridocorneal touch", and "choroidal effusion, hemorrhage or mixed effusion hemorrhage: extending posterior to the equator". Events resolved without sequelae.